Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the fluoro was not turning on when stepping on the foot switch. The customer wants the philips fse to push software for the part replacement done by general electric (ge) engineer. To resolve the issue, the fse installed software to the flat detector controller which was replaced by ge and restored correction set data to the detector. After the software reload, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the fluoro was not turning on when stepping on the foot switch. The customer wants the philips fse to push software for the part replacement done by general electric (ge) engineer. To resolve the issue, the fse installed software to the flat detector controller which was replaced by ge and restored correction set data to the detector. After the software reload, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that fluoroscopy was not turning on with the footswitch. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.